Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer went swimming and after a few minutes the keypad was hard to press then the screen went blank. The customer's blood glucose level was unknown at the time of incident. Customer stated that the display was not blank less than 30 seconds and/or did not return. The customer stated that the they do hear fluid when shaking the pump. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to confirm keypad unresponsive or button error alarm due to critical pump error alarm. Blank display not confirmed during testing. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm.